Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module. The customer indicated they are getting elevated sodium results that repeat within normal range. The issue is occurring intermittently. The following example data was provided: sid (B)(6) initial result = 165 meq/l, repeat on another alinity = 143 meq/l. The discrepant results were not reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the module, performed multiple troubleshooting procedures including replacement of the ict module but was unable to determine a single definitive cause of the elevated results. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends related to the complaint issue. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) were identified.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module. The customer indicated they are getting elevated sodium results that repeat within normal range. The issue is occurring intermittently. The following example data was provided: sid (B)(6) initial result = 165 meq/l, repeat on another alinity = 143 meq/l the discrepant results were not reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.